Event description:
It was reported following a surgical procedure, the patient was treated with a sulfa based antibiotic powder, and subsequently, the compression system was applied. The patient went home and came back to the emergency room within 24 hours. The patient presented with systemic allergic reaction consisting of hives. The patient was treated with IV steroids. The emergency room staff wanted to hold patient overnight but the patient refused.